Event description:
Procedure type: low anterior resection. According to the reporter: the eea anvils bent upon trying to connect the stapler to the anvils. Two bent. The third anvil and anastomosis worked. No reinforcement material used. The two failed anvils had to be cut out each time resulting in loss of tissue. Surgical time extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).